Manufacturer narrative:
Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - hanaulux 3005. The designated complaint unit employee found on photographic evidence the paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Event description:
On 12th january, 2024 getinge became aware of an issue with one of surgical lights - hanaulux 3005. The designated complaint unit employee found on photographic evidence the paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Further information provided by getinge employee indicated that the paint wasn't peeling from device, it was dirt on the device. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain, h6 medical device ¿ problem code, h6 medical device ¿ component codes deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 12th january, 2024 getinge became aware of an issue with one of surgical lights - hanaulux 3005. The designated complaint unit employee found on photographic evidence the paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 12th january, 2024 getinge became aware of an issue with one of surgical lights - hanaulux 3005. The designated complaint unit employee found on photographic evidence the paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Further information provided by getinge employee indicated that the paint wasn't peeling from device, it was dirt on the device. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h6 medical device ¿ problem code: material integrity. Problem/degraded/peeled/delaminated/1454 . Corrected h6 medical device ¿ problem code: contamination /decontamination. Problem/device reprocessing problem/failure to clean adequately/4048. Previous h6 medical device ¿ component codes: mechanical/coating material//4768 . Corrected h6 medical device ¿ component codes: none . Initially provided information was pointing to paint peeling. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no indication of paint damage on this device. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market. It was established that the device failed to meet the manufacturer specification due to dirt occurrence. The device was being used for patient treatment when the malfunction occurred.